Event description:
It was reported that the patient developed an infection. Procedure went well. Patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.